Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts), however, customer disconnected the call. No additional information was provided. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. Customer¿s blood glucose level was 86 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.